Manufacturer narrative:
Exact date unknown, event occurred six to seven years ago however the device was implanted in 2015. Explant date: ni.

Event description:
It was reported that the patient was experiencing too much burning and discomfort at the pocket site. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.